Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead possibly dislodged, exhibited undersensing, high thresholds, and high superior vena cava (svc) and rv impedance. The right atrial (ra) lead possibly dislodged, exhibited oversensing, and undersensing. The lead were explanted and replaced. No further patient complications have been reported as a result of this event.